Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a heartmate ii patient was experiencing heart failure symptoms and low flow alarms, with a potential extrinsic outflow graft obstruction (eogo). Log files were submitted for review. The log file captured 10 low flow hazard alarms on (B)(6) 2024. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a low flow alarm; however, a specific cause for the event could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files captured transient low flow hazard alarms. No other unusual alarms or events were captured, and the pump appeared to function as intended above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists all adverse events which may be associated with the use of heartmate ii lvas and provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient had been experiencing increased edema and fatigue. Their creatinine was elevated at the time of suspected eogo and low flow alarms. Eogo was ruled out via an intravascular ultrasound (ivus) in the catheter lab. The patient did not have an eogo. It was noted that there would be no further intervention indicated at the time. The patient was discharged home from the hospital and would continue to follow-up as an outpatient.